Manufacturer narrative:
H.6. Investigation: a device history review was conducted for lot number 8025668. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Although photos were submitted for evaluation, they did not display the failure mode clearly enough to identify the root cause, and our evaluation of this lots retention samples were unable to identify any non-conformances. Unfortunately without the affected sample, the root cause for this complaint could not be determined at the conclusion of our review

Event description:
It was reported that saf-t-intima w/prn yel 24ga x .75in extension tubing was broken. The following information was provided by the initial reporter: the catheter was placed successfully and performed normally in the transfusion. It's noticed that the extension tubing was broken at the clamped position after unclamped for another round of transfusion. The clamping was performed as instructed.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that saf-t-intima w/prn yel 24ga x .75in extension tubing was broken. The following information was provided by the initial reporter: the catheter was placed successfully and performed normally in the transfusion. It's noticed that the extension tubing was broken at the clamped position after unclamped for another round of transfusion. The clamping was performed as instructed.